Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the technician attempted to crush an 8 mm sized stone. When the handle was actuated, the stone was successfully crushed but at the same time the thumb ring broke. The device was successfully removed and no parts of the device fell inside the patient. An extractor rx balloon was used to remove the crushed stone debris thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.